Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime test, basic occlusion test, occlusion test and rewind test. No bolus anomaly noted. Device passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level over 500 mg/dl at the time of incident. The customer¿s current blood glucose level was 193 mg/dl. Troubleshooting was performed for high blood glucose and under delivery. The customer treated with insulin pump for high blood glucose. The customer alleges insulin pump under delivery. The insulin pump will not be returned for analysis.